Event description:
Caller reported a tandem mobi cartridge alarm, which resulted in the blood glucose level exceeding 500 mg/dl and displaying as "high." The customer addressed the high blood glucose by administering a correction injection via manual insulin therapy. Customer reloaded the cartridge to resolve the issue.